Manufacturer narrative:
(B)(4). Review of this additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep) 2018-jun-20. It was reported the motor stall had recovered after the MRI. It was indicated the patient told their healthcare provider at 6:30 pm (on the day of the motor stall, (B)(6) 2018) that their personal therapy manager (ptm) was clear of the motor stall error and the ptm and pump were working. It was reported no further actions/interventions were needed. The patient's weight was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient receiving 5 mg/ml of hydromorphone at 0.3001 mg/day via an implantable pump for malignant pain. It was reported that a motor stall was seen upon interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The MRI was not done due to a suspected problem with the device or therapy, the patient has metastatic cancer. The pump log had been read however the motor stall had not recovered. It had not been less than two hours since exiting the MRI field. Telemetry state was reviewed. It was discussed to re-interrogate the pump. None of the interrogations had resulted in a recovery. It was reviewed to periodically interrogate the pump for a stall recovery. No symptoms were reported. It was indicated the event occurred on (B)(6) 2018. No further complications were reported or anticipated.